Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, concentric, 99% stenosed, de novo lesion of the proximal to distal circumflex artery, the non-abbott guide wire was delivered and a 3.0 x 23 mm xience v was implanted. The 3.0 x 8 mm nc trek was attempted for post-dilatation; however, the balloon pressure did not reach 6 atmosphere (atm). The nc trek was exchanged with a 3.0 x 12 mm nc trek and the same failure to inflate occurred. It was noted that contrast was leaking from the 3-way stopcock and it was replaced with a second stopcock. The second stopcock was used without incident with the 3.0 x 12 mm nc trek and there was no issue with inflation. There was no reported clinically significant delay in the procedure due to any device issue. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: tgv marker, runthrough ns; stent: 3.0 x 23 mm xience v; other: copilot. The copilot is being filed under a separate MFR number. Evaluation summary: evaluation of the returned nc trek dilatation catheter noted that there was no blood visible and no contrast in the balloon and inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. The non-abbott stopcock was returned with no blood visible and contrast on the entire length. There was no damage noted to the returned non-abbott stopcock. The returned stopcock was attached to the returned balloon catheter. A new indeflator was attached to the non-abbott stopcock and was filled with contrast medium; diluted 1:1 with colored water and was used in an attempt to inflate the balloon to rated burst pressure (rbp), but the balloon would not inflate to rbp; fluid was leaking from the back of the stopcock. A new abbott stopcock was attached to the returned balloon catheter. A new indeflator was attached to the stopcock and was filled with contrast medium; diluted 1:1 with colored water and was used in an attempt to inflate the balloon to rbp. The balloon inflated to rbp with no anomalies noted. The same indeflator was used to measure the inflation times of the balloon and all met manufacturing criteria. In this case, it is likely that the failure was with the stopcock and not with the nc trek catheter. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. A query of the complaint-handling database for the reported lot revealed no similar incidents reported for inflation issues. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.